Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 41 mmol/l at the time of incident and 31 mmol/l at the time when admitted to hospital. The customer experienced symptoms such as nausea and vomiting. Customer was using insulin pump system within 48 hours of reported event. Customer stated that they had back up plan of insulin pen and they took more insulin from insulin pump to treat high blood glucose. The customer also treated with insulin drip in hospital. Customer did not allege insulin pump was under delivering. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.